Event description:
Heli-fx endoanchors were planned to be used in a primary endovascular aneurysm repair procedure to augment sealing and fixation of a medtronic endurant endograft due to hostile anatomy (short and angulated proximal neck). Following implantation of the endograft, a type of endoleak was noted. Eight (8) endoanchors were implanted successfully, but the leak was not completely resolved. Additional endoanchoring was targeted at the posterior aspect of the aorta. Ideal lateral imaging of the heli-fx guide at this desired anchoring location was not possible because the curvature of the aorta necessitated an impractical fluoroscopic c-arm angle. While attempting to implant the ninth anchor, due to the imaging, it could not be discerned if the anchor had penetrated the endograft and aorta following the first stage of deployment. Slight backward pressure was placed on the heli-fx applier in an attempt to verify anchor penetration, which resulted in the applier coming back into the guide because the anchor had not penetrated the graft. At this point, the physician was instructed to retract the endoanchor from the first stage position by pressing the back button on the applier. However, the forward button was inadvertently pressed, fully deploying the anchor within the heli-fx guide. Due to the tortuousity and curvature of the guide, the anchor was driven into the wall of the guide. The applier was then withdrawn from the guide. During attempted removal of the guide from the patient, it became entangled with the introducer sheath, necessitating removal of both devices. At this point, no additional endoanchoring was attempted. No patient injury from the mis-deployed endoanchors was reported; however, a type la endoleak remained at the conclusion of the procedure.

Manufacturer narrative:
There was no alleged device defect. The device responded normally to inadvertent input from the physician.